Manufacturer narrative:
The device history record was reviewed and everything was in order.

Event description:
This is being reported as an adverse event that occurred as part of the (B)(4) study. The pt had surgery scheduled to undergo apical vault suspension, cystocele repair, hysterectomy and mid-urethral sling procedure. The pt also had a sling (not identified) implanted to treat stress urinary incontinence. One device was implanted on (B)(6) 2014 along with a mid-urethral sling (not identified) without complications. Following surgery on (B)(6) 2014, the pt experienced worsening fecal incontinence that resolved without treatment on (B)(6) 2014. The event was assessed as possibly related to the device (not specified) and possibly related to the procedure. On (B)(6) 2014 the pt had pelvic pain that was resolving following treatment with gabapentin. The event was assessed as probably related to the device. No additional info has been provided.